Manufacturer narrative:
Initial reporter is synthes sales representative. The following investigation flow was performed: damage: visual (appearance not as expected). Visual inspection of the returned device performed at customer quality (cq) revealed damaged thread but not broken thread, which does not agree with the reported complaint condition of broken thread. There are several areas of damaged thread. Some resemble damage from contact with serrated teeth pliers. The returned sleeve has a missing red color indicator, the missing epoxy was investigated and does not require any additional investigation in this complaint investigation. Therefore this complaint is confirmed but for the condition of damaged thread, instead of the reported condition of broken thread. This is consistent with the reported complaint condition, thus confirming the complaint. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A review of the current design and manufactured drawing was performed and no issues were identified. A definitive root cause for the device's thread becoming damaged could not be determined based on the provided information. A corrective and/or preventative action for the missing red epoxy is already launched. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the blade/screw guide sleeve was discovered damaged. The threads on the guide sleeve were damaged near the bottom, causing issues with the nut to not properly spin around the sleeve. There was no procedure or patient involvement. Concomitant device reported: unknown nut (part # unknown, lot # unknown, quantity 1). This report is for one (1) blade/screw guide sleeve. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device evaluated by MFR: part: 03.037.017; lot: 9339162; manufacturing site: bettlach; release to warehouse date: january 22, 2015 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device evaluated by MFR: the following investigation flow was performed: damage: visual (appearance not as expected). Visual inspection of the returned device performed at customer quality (cq) revealed damaged threads, which agrees with the reported complaint condition of damage. There are several areas of damaged thread. Some resemble damage from contact with serrated teeth pliers. The returned sleeve has a missing red color indicator, the missing epoxy does not require any additional investigation in this complaint investigation. Therefore, this complaint is confirmed. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: major thread diameter: ø 16.52 +0/-0.03 mm measured dimensions: ø: 16.51 mm; conforming review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A review of the current design and manufactured drawing was performed, and no issues were identified. A definitive root cause for the device's thread becoming damaged could not be determined based on the provided information. A corrective and/or preventative action for the missing red epoxy is already launched. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.